Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an issue with no battery longevity information. It was believed the device had been exposed to emi source. The patient is atrial pacing dependent. All other device and lead checks are satisfactory. The device will remain implanted. The patient is going to come back to the clinic in few weeks for evaluation. The patient has suffered no ill-effect as a result of this behavior.